Manufacturer narrative:
Evaluation: no product has been retrieved to assist in this investigation. Unfortunately, without the actual complaint device, it is not possible to determine why the tip separated. However, the information provided in the event summary states the "tip broke and ultimately sheared off." This suggests the device encountered excessive force during manipulation and withdrawal. A review of our quality control procedure revaled the distal bond is microscopically examined 100% for cracks, bends, flaps, dents, holes, scratches, pits, roughness, or anything that might presumably weaken the bond.